Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The events of "lymphoma and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "device has attacked immune system, lymphoma, liquid around heart, felt tired, hand pain and lupus".

Event description:
Patient has reported "prosthesis broken", "developed lymphoma, liquid around heart,". Patient additionally reported, they experienced "hand pain", "felt tired", "device has attacked immune system", and "lupus"; these events are not related to the device. Pathological markers confirming alcl have not been received. Affected side unknown. Device remains implanted.

Event description:
Patient's friend has reported "prosthesis broken", "developed lymphoma, liquid around heart,". Patient additionally reported, they experienced "hand pain", "felt tired", "device has attacked immune system", and "lupus"; these events are not related to the device. Pathological markers confirming alcl have not been received. Affected side unknown. Device remains implanted.